Event description:
It was reported that the right atrial (ra) lead had episodes with far field r-wave oversensing. There was also episodes were the ra and right ventricular (rv) leads had noise. Reprogramming options were considered and the ra and rv leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Correction: upon secondary review, the initial report submitted for (B)(4) was submitted in error and contained inaccurate patient and product information. Please refer to regulatory report 2649622-2013-07390 for appropriate product event information.